Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient experienced extreme thirst. The patient had gone to the hospital and when a fingerstick was taken, the cgm reading was low, and the blood glucose reading was 500 mg/dl. The patient was treated with insulin injections and given something sweet to eat and a soda to drink, but it was unknown at what time during the event. The patient reported the event on the same day it occurred and stated that they would be hospitalized for 3 to 4 weeks for hospitalization. The planned hospitalization would have been solely for inaccurate values, and no other underlying health issues were reported. The patient did not provide any further details on the event or the extended hospital stay. There was no documentation of further medical evaluation or intervention. At the time of the report the patient¿s current condition was unchanged. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.